Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was first 58 mg/dl, then 50 mg/dl, and then 100 mg/dl. The customer was having issues regulating her blood glucose level. The customer treated with glucagon. The device was not returned.